Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation was performed, the implant has signs of use, with bone debris attached to its external threads. The implant was identified as reported however, no apparent malfunction was identified with the implant that would contribute to the reported events. Implant matched prints where measured. The implant was attached to the bundle cover screw. Device history record (DHR) review was completed for the subject lot number 1259098. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1259098 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : allergic reaction and dental : medical : infection based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. For infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported that implant at tooth site 21 was removed due to allergic reaction and infection.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k013227.